Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was noted that there was moisture in the battery compartment. There was no allegation of an adverse event with this complaint. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/17/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated an abnormal voltage drop on (B)(6) 2017. A battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was unable to secure properly to the pump; however, a power issue was not experienced. The pump successfully completed a prime sequence; power draws during were found to be within specification. No moisture, damage, or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.